Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During an unknown cardiovascular surgery, three sutures were broken in a row. In the experience, the suture was usually broken when the suture was pulled, but this time the suture was broken before the doctor knew it. It was occurred with three sutures in a row. The first two times, the broken needle was found in the surgical field, but the third time, the needle has still not been found. It was not found on an x-ray. The doctor said that "we were doing cardiopulmonary suction so it's possible that the needle got sucked but the reservoir is sturdy and cannot be disassembled, so it's difficult to find even with an x-ray whether the needle got trapped or whether pieces were left inside the patient." The doctor explained to the patient about the above reasons. The postoperative course was uneventful. It was not a control release needle. Additional suture was performed to complete the case. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 7/8/2025 h6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Was the needle piece(s) retrieved during the same procedure? No what measures were taken to retrieve the broken piece? Suction with cardiopulmonary suction but can't find it.and x-rayed. Was there any additional tissue damage as a result of searching for the needle piece?unk if not retrieved, in what tissue structure the needle was retained? Is there any plan in place to remove the needle in the future? Please provide details. Unk does a piece of the needle remain in the patient¿s tissue? Unk if yes, is there any plan in place to remove the needle piece in the future? If yes, please provide the scheduled date. What tissue structure the broken needle was located? What is the surgeon's opinion of consequences to the patient? Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) (B)(6) please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. The device has been received at sukagawa and will be shipped. Please check rmao. Tracking number: (B)(4). The following was received: 1. For finding the needle inside the body, if it is a magnetic needle, why not try looking for it by bringing a magnet close to it? Is there a problem with that method in the first place? 2. In the case of the reported products, since they are non-magnetic, is there a way to locate the needle inside the body? H3 investigational summary: the product was returned to ethicon for evaluation. One open box with six unopened overwrap packets were received for analysis. The product code epm8739 is multistrand and contains two strands double armed per packet. In order to evaluate the condition of the returned sample, the packet was opened. The swage and attachment area were noted as expected. The tip and body of the needle were examined under magnification and no anomalies or issues related to needle breakage were found. In addition, the samples were tested by resistance test to needle and met the requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. H3 investigational summary: the product was returned to ethicon for evaluation.one straight packet with two strands double armed and one needle suture piece were received for analysis. The product code epm8739 is multistrand and contains two strands double armed per packet. During the visual inspection of the returned samples, the swage and attachment area were noted as expected. The tip and body of the needles were examined under magnification and no anomalies or issues related to needle breakage were found. In addition, the samples were tested by resistance test to needle and met the requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. H3 investigational summary: the product was returned to ethicon for evaluation. One straight packet with two strands double armed was received for analysis. The product code epm8739 is multistrand and contains two strands double armed per packet. During the visual inspection of the returned sample, the swage and attachment area were noted as expected. The tip and body of the needles were examined under magnification and no anomalies or issues related to needle breakage were found. In addition, the needles were tested by resistance test and met the requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/4/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: d9, h3, h6. H3 investigational summary: the product was returned to ethicon for evaluation. One open box with ten unopened packets was received for analysis. The product code epm8739 is multi-strands and contains two strands double armed per packet. In order to evaluate the condition of the returned sample, the packets were opened. The swage and attachment area were noted as expected. The tip and body of the needle were examined under magnification and no anomalies or issues related to needle breakage were found. The needles were tested by resistance test to needle and met the requirements. Additionally, the sutures were examined and no anomalies or issues related to breakage suture were observed during the evaluation. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.